Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. In addition, the returned device indicated a missing set screw. The device was a part of the indicated recall. The device did act consistent with the recall.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) had a battery voltage of 2.92 volts and one month later was at end of life (eol) with a battery voltage of 2.81 volts. High battery impedance was suspected. It was also reported that the implantable pulse generator (ipg) had a loose setscrew. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.